Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was suffering from a chronic fungal driveline infection and end stage renal disease on hemodialysis. Patient also experienced multiple transient ischemic attacks. His condition kept declining and went on hospice. The pump was withdrawn on friday at 1130 and the patient passed away 8 minutes later.

Manufacturer narrative:
Section b5: additional information; section h4: correction. Manufacturer's investigation conclusion: a direct correlation between the reported events (driveline infection, renal disease, transient ischemic attacks, patient outcome) and heartmate 3 lvas, serial number (B)(6), could not be conclusively established through this evaluation. The center reported that the patient suffered from chronic fungal driveline infection and end-stage renal disease on hemodialysis. The patient also had multiple transient ischemic attacks/mini strokes. The patient continued to decline and went on hospice, then pump support was withdrawn and the patient expired on (B)(6) 2020. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The hm3 lvas IFU lists infection, renal dysfunction, and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, as well as the hm3 lvas patient handbook. The IFU also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted the the patient's driveline infection also grew serratia. The patient was afebrile with a white blood cell count of 12,0002 and was treated with zosyna and vancomycin prior to death.